Event description:
It was reported that during the procedure, when the physician inflated subject balloon it was automatically deflated due to leakage during use inside the patient's anatomy. There was a surgical delay of 10 minutes. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
¿ H4 manufacturing date ¿ added. ¿ d4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Functional and visual inspection were not performed because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It is possible that the balloon may have been damaged during advancement through tortuous anatomy and strong calcification near the lesion causing the reported balloon leak. However, this could not be definitively determined as the device was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
The subject device is not yet returned.

Event description:
It was reported that during the procedure, when the physician inflated subject balloon it was automatically deflated due to leakage during use inside the patient's anatomy. There was a surgical delay of 10 minutes. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.